Event description:
After pre-dilatation of the lesion, a 2.5mm diameter by 15mm length s660 stent delivery system was inserted to treat a 99% lesion in the distal right coronary artery. It was not possible for the stent to cross the calcified target lesion, therefore, it was pulled back from the coronary artery. Upon removal, the stent reportedly "caught on something", which caused the proximal end of the stent to become flared. The stent was unable to be pulled into the guide catheter or femoral sheath because of the flaring. Subsequently, a snare device was inserted to assist in the removal of the stent. The delivery system and stent were removed successfully from the stent. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The calcification in the vessel may have contributed to the stent becoming flared. Which caused the removal difficulties.